Manufacturer narrative:
The insulin pump had no button response due to unlocked keypad connector on lcd screen. Unable to perform the displacement test due to no button response. The pump had minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 300 mg/dl. The customer's mother stated that while doing a correction, the up arrow was not working. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The pump will be replaced.